Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a gastroscopy/colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during passage of the radial jaw forceps, the seal biopsy valve cap opened causing blood to leak out and splatter. The physician was reportedly wearing glasses and a cloth over-drape gown. An alcohol wipe was used to clean the spattering and then the procedure was completed with this device. There was no serious injury nor adverse patient effects reported as a result of this event.